Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The display board was replaced to resolve the issue.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. D4 serial number: not provided. D4 primary UDI number: unknown as serial number to provided. H4 date of device manufacture: unknown as serial number to provided.

Event description:
It was reported that there was a malfunction resulting in the loss of display during a case. There was no report of patient injury.